Manufacturer narrative:
Date of event: unknown. Investigation summary: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for clog on lot # 5161322. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced an inability to deliver insulin/medication during use. The following information was provided by the customer: material no. 320119, batch no. 5161322. It was reported that there is no insulin flow during injection. (Incident 2 of 4). Both consumers use cat# 320122 and 320119 and experienced pen needles clogging. Verbatim: consumer reported during injection, no insulin flow. He provided two lot numbers and description of pen needles used. Using a nano pen needle and mini pen needle. Discarded samples. Lot: 7101669 for nano, lot: 5161322 for mini pen needles. Stated he was reading information from actual pen needle. Boxes discarded. Stated he and his son are diabetics and they are sharing pen needles. Consumer not sure which pen needle had the issue, mini or nano. Stated uses a flex pen.